Event description:
Procedure: colon resection. According to the reporter: during cecectomy, operator fired the stapler to transect cecum. From half way down (3cm), the reload did not cut the cecum but pushed the tissue and crushed some portion. The other reload failed to fire after pushing the "green firing button." Op team had to use another reload to transect cecum, and finished the operation. More portion of cecum had to be transected, due to the crushing. Surgery was finished with the same egiaustnd. Vent reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).